Manufacturer narrative:
H6 - primary finding of device analysis revealed a motor stall verified by x-ray with no roller arm movement. The pump tube set contained an imprint of the roller wheel.

Event description:
Reported as "verified stalled pump via x-ray"